Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (20 mg/dl) due to the pump settings needing adjustment. The customer declined to provide further information or perform troubleshooting.